Event description:
The patient reportedly experienced loss of sound and intermittencies. Programming adjustments were made and external equipment was exchanged, however, this did not resolve the issue. Revision surgery has been scheduled.